Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The tip of the stepped reamer is broken as complained. Approx. 4mm of the distal cutting tip section has broken off and fragments were not returned for investigation. Besides, the instrument presents normal signs of use. The complaint condition is confirmed as the tip of stepped reamer is broken. Per the event description some fragments were not removed. This production lot (f-19289) was manufactured in may 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the reamer breaking could not be determined based on the provided information. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.037.022, lot: f-19289, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 09.may.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an pertrochanteric fracture treatment procedure on (B)(6) 2019, while using the trochanteric fixation nail-advanced (tfna) reamer to drill for the blade the tip of the drill broke. Fragments are still in patient. The procedure was successfully completed. There was no patient consequences reported. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).